Manufacturer narrative:
The reported event of insulation damage was confirmed. The reported event of unspecified oversensing was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, the helix could be fully extended and retracted, and helix extension length measured within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found outer insulation damage which is consistent with the event reported in the field. No other anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2023-40473. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited inappropriate shock and inappropriate anti-tachycardia pacing (atp). It was also noted that patient's rv and atrial lead exhibited oversensing. It was further noted from x-ray that both leads were dislodged. Insulation damage was also noted on the atrial lead. Both leads were explanted and replaced. The patient was stable.